Event description:
The bagley was stiff before the case started and it appeared to not work. With a little more effort, it opened and closed. When it was time to use it, it jammed and would not work. It was not used in the patient. The MFR response is the rep will investigate.